Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and the barcode scanner associated with the event was replaced with a scanner of identical type. The instrument was inspected, tested without further problem, and returned to service.